Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption occurred. There was no reported impact to the customer's blood glucose level. Pump history showed battery had completely drained and after restarting, data error occurred. Pump was examined and no additional pump issues were identified. Reportedly, customer resumed pump therapy.